Event description:
The sales consultant reported to service and repair that the tip broke off part # 03.010.473 , an inter locking screwdriver, during a right hip im nailing surgery the reporter stated there was a backup screwdriver and the break did not occur while being used over the patient. The procedure was completed successfully with no additional complications. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.